Manufacturer narrative:
CORRECTED DATA: F10, H6. REFERENCE CAPA: 20-00141.

Manufacturer narrative:
SUPPLEMENTAL REPORT TO ATTACH SPREADSHEET (B)(4).

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;5353224,I,D,0,Edwards SAPIEN 3 Ultra,9750TFX26,;5353224,I,D,0,Edwards SAPIEN 3 Ultra,9750TFX26,;5456496,I,D,0,Edwards SAPIEN 3 Ultra,9750TFX26,;5456496,I,D,0,Edwards SAPIEN 3 Ultra,9750TFX26,;5495230,I,D,11,Edwards SAPIEN 3 Ultra,9750TFX26,;5498835,I,D,1,Edwards SAPIEN 3 Ultra,9750TFX20,;5498835,I,D,1,Edwards SAPIEN 3 Ultra,9750TFX20,;5502184,I,D,1,Edwards SAPIEN 3 Ultra,9750TFX26,;5575053,I,D,4,Edwards SAPIEN 3 Ultra,9750TFX26,;5575053,I,D,2,Edwards SAPIEN 3 Ultra,9750TFX26,;5575053,I,D,4,Edwards SAPIEN 3 Ultra,9750TFX26,;5457380,I,D,2,Edwards SAPIEN 3 Ultra,9750TFX26,;5457380,I,D,2,Edwards SAPIEN 3 Ultra,9750TFX26,;5457380,I,D,2,Edwards SAPIEN 3 Ultra,9750TFX26,

Manufacturer narrative:
EXEMPTION NUMBER E2016006, THIS REPORT SUMMARIZES 14 DEATH EVENTS COLUMN A INDICATES WHETHER AN EVENT IS A NEW EVENT OR FOLLOW-UP. COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G., IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN 3 ULTRA VALVE). ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY. AS SAPIEN 3 ULTRA IS APPROVED FOR USE WITH BOTH THE AXELA AND ESHEATH, BOTH SHEATHS ARE LISTED IN COLUMN M.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORTING (ASR) ADVERSE EVENT SUBMISSION FOR AUG 9TH, 2019 DATA EXTRACT FOR DEATH FOR THE SAPIEN 3 ULTRA VALVE.